Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The unit passed extended self testing.